Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a blister under one of the electrodes and a red rash under the other electrodes. The patient's physician recommended that the patient pop the blister and remove the dead skin from the area. The patient's physician also recommended applying a cream to the rash. The patient reported that the irritation improved.